Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing pocket stimulation reported in clinic. Device interrogation revealed that the pacemaker was in backup vvi. The device was reprogrammed and the issue was resolved.